Event description:
Procedure type: inguenal hernia repair. According to the reporter: during procedure, the balloon was not inflated. It was suspected the pump or balloon had a hole. New one was opened to complete procedure. No bleeding. Tissue damage: unknown. Nothing fell into cavity. Patient status: unknown. Operating room time extension: unknown.

Manufacturer narrative:
(B)(4).